Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks caused by oversensing due to noise. An evaluation by technical services identified an electrode malfunction. The issue cannot be resolved through device reprogramming, and electrode replacement is required. At this time, the electrode remains in service. No additional adverse patient effects were reported.